Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced abdominal pain, pain/suffering, emotional distress, defective mesh,disability, loss of enjoyment of life, loss of care, recurrence, impairment, and mesh failure. Post-operative patient treatment included hernia repair with new mesh.